Event description:
According to the reporter: during the procedure the trocar was leaking. After the case was completed, it was determined that the seal had a tear in it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the procedure, the trocar was leaking. After the case was completed, it was determined that the seal had a tear in it.